Manufacturer narrative:
(B)(4). The associated device was not provided for this complaint. Product was sterilized according to sterilization release documentation from quality control. A review of complaint history revealed no prior complaints for this lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient had effusion and pain. Infection was suspected and an aspiration was performed for culture. The results of culture were negative. An intra-articular steroid injection was given.